Event description:
Patient called lfs in 10/03 alleging their meter was reading inaccurately high and that patient was hospitalized due to the alleged inaccuracy. Medical affairs spoke to the patient in 10/03 and obtained the following information. Patient normally obtains readings in the 80 to 90 mg/dl range. In 10/2003 patient began to receive results that were considered higher than normal. Ex: 197, 218, and, 231 mg/dl. Whle obtaining high readings patient was experiencing symptoms of low: tiredness, nausea, lightheaded, and at times incoherent and disoriented. Patient takes lispro insulin on a sliding scale and was taking between 2 to 4 units several times a day based on meter results. Patient phoned their physician to make an appointment because patient was not feeling well. The appointment was originally scheduled in 10/03, but it was postponed the next day due to physician's schedule. On the morning of the appointment day the patient woke up at 6:04 am and tested their blood glucose. The result was 206 mg/dl. Patient took another 4 units of insulin. A friend arrived shortly after to take patient to doctor's appointment and found the patient unconscious. The friend attempted to wake patient and was able to get patient into their car and drove patient to the emergency room instead of the doctor's office. At the ER the result was 20 mg/dl. Patient was given IV glucose and kept in the hospital until their sugar was at a normal level. The patient brought their meter and compared it to the hospital meter. First comparison was 83 mg/dl on the hospital meter and 238 mg/dl on the patient's meter. Second comparison was 49 mg/dl on the hospital meter and 193 on the patient's meter. Comparisons were made within 10 minutes of each other. Codes were matching and patient did not have control solution. Hospital gave the patient a back-up meter and lifescan sent a replacement as well.